Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-24346. It was reported the patient's scs ipg gradually lost the ability to charge over the past two years. Consequently, the ipg depleted and the patient lost stimulation therapy. The patient's scs ipg was replaced with a new one on (B)(6) 2013. In addition, after the ipg was replaced, stimulation therapy was not restored. An impedance test showed the patient's scs lead contacts had high impedance. The patient will be referred to a neurosurgeon for a lead revision.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.